Event description:
Reportedly, there was a rupture or tear of urinary bladder as a result of using a pre-peritoneal dissection balloon to perform a laparoscopic inguinal herniorrhaphy. This required subsequent surgical repair of bladder injury and hospitalization for control of leakage.